Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-boston scientific right ventricular (rv) and right atrial (ra) leads did intermittently exhibit greater than 2,000 ohms pace impedance. Noise could not be reproduced with either isometrics and pocket manipulations. There had been no stored inappropriate non-sustained ventricular tachycardia (nsvt) episodes or inappropriate atrial tachycardia responses (atrs). It was not known at the time of this initial report whether the leads would be revised or not. The patient had not experienced any adverse symptoms to date. Most recently, the entire device system was removed from service for the rv and ra impedance issues. This product was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis revealed that the setscrews were extended and retracted normally and there was no damage to the seal plugs. A boston scientific lead was inserted into the right ventricular (rv) and right atrial (ra) ports. They were able to be fully inserted and the seal rings aligned with lead barrel seal ring impressions left by previously implanted ra/rv leads, indicating implanted leads were fully inserted. Memory analysis showed intermittent out of range lead impedance measurements and lead impedance spiking higher than normal on ra and rv channels. The device was put through a series of automated diagnostic tests that verified the device's functionality commensurate with battery status. The reported observations were unable to be reproduced during laboratory analysis. This device was found to be operating within specifications.